Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler / liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler / liberty cycler set product issue caused or contributed to the event. There were no reported fluid leaks or product issues associated with the peritonitis event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which is often attributed to a breach in aseptic technique / touch contamination during the pd exchange.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient was experiencing abdominal pain and was hospitalized. Details surrounding the patient¿s hospital course are unknown as the hospital discharge summary is not available. However, it was reported the patient had a pd effluent culture and blood cultures obtained. It was reported by two pd nurses that the patient¿s pd culture yielded no organism growth (white blood cell (wbc) count unknown). However, it was reported the patient¿s blood cultures yielded an elevated wbc (result unknown) and the hospital diagnosed the patient with peritonitis. The patient was treated cefazolin 2 grams intra-peritoneal (ip) while hospitalized. On an unknown date the patient was reportedly discharged. No further information about the patient¿s hospitalization is available. Per the nurse, the patient is recovering from the event and continues pd therapy with the fresenius cycler. The nurse did not know what caused the patient¿s peritonitis. However, it was confirmed by two pd nurses that the patient did not have any fluid leaks, or any other issues with any fresenius products in relation to this event. Additionally, the nurse stated the patient denied having a breach in aseptic technique during the pd treatment.